Event description:
It was reported that this device was explanted due to an unspecified malfunction. No adverse patient effects were reported. Information regarding the device return was not provided.